Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model:6371, UDI:(B)(4), serial: (B)(6), batch:9248335. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy following exercising. Impedance check revealed impedance on the left extension. As such, surgical intervention took place wherein it was noted that the extension was disconnected from the ipg header. Re-insertion of the extension into the ipg header did not resolve the entire impedance. Hence, the extension was explanted and replaced address the issue. Reportedly, effective therapy was restored post op. Investigation was unable to determine which of the extensions had disconnected.